Event description:
New information indicated that this capped lead was explanted during an ICD replacement due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 6.4-6.7cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location.

Event description:
It was reported that noise was observed on the lead. Insulation breach was suspected. The lead was capped.